Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to product performance issue. Cause of high threshold is unknown. A new lead was successfully implanted. No additional adverse patient effects were reported.